Event description:
There was no reported pt impact associated with this complaint. The pt alleged that the pump required multiple presses from the arrow and audio bolus buttons to respond. The pt did not notice any keypad peeling.

Manufacturer narrative:
The pump was returned to animas. Eval revealed that the bolus button was torn at the center and required hard presses to achieve a pump response. Contamination was observed under the button contacts.